Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented via remote transmission, non-sustained right ventricular(rv) oversensing episodes due to myopotential oversensing were noted on ventricular channel. Inhibition of pacing was noted. Programming changes were discussed. The patient was stable.